Manufacturer narrative:
This report is submitted on march 11, 2021.

Event description:
Per the clinic, the patient experienced severe headaches where she was hospitalised. The implant remains in-situ.